Manufacturer narrative:
PMA/510(k) # k160229. Upon evaluation of the device, it was noted that the device was returned with the needle fully retracted. The needle advanced and retracted without issue. The needle tip was noted to be kinked. The customer complaint was confirmed as the needle tip was kinked. Prior to distribution, all echo-hd-22-ebus-p-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-p-c device of lot number c1227425 did not reveal any discrepancies that could have contributed to this complaint issue. From the information provided, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
It was reported that the needle could not be retracted outside the catheter. The doctor put the needle on the scope, go out with the catheter in good position, but he could not retract the needle.